Manufacturer narrative:
The available information suggests this lead will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine change out, this implantable defibrillation lead exhibited high out of range shock impedance measurements when connected to the new device. Shock impedance measurements had increased with the previous device, from 58 to 101 ohms. A minimum energy shock was delivered which yielded a 67 ohm measurement. A defibrillation threshold (dft) test was done and a 31 joule shock did not convert. The patient was externally rescued. The measurement produced with the 31 joule shock was greater than 125 ohms. There was a concern the lead was fractured. The device was then programmed to monitor only and the patient used a life vest. The pocket was later reopened and this lead was explanted. A subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. No additional adverse patient effects were reported.